Event description:
Reporter indicated that device diagnostic testing at office visit in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that because the pt is non-verbal, the physician was not able to determine whether the pt felt stimulation from the device. Diagnostic testing performed during generator replacement surgery approximately four months earlier, resulted in normal readings. Further follow-up revealed that x-ray taken over three weeks after the office visit revealed no anomalies or lead discontinuity. The physician does not plan to make any device changes because the pt is responding well to therapy. No adverse event was reported in conjunction with the high impedance condition. Attempts to obtain additional info have been unsuccessful to date.